Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"This is one of dr (B)(6) previous patients, now taken care of by dr (B)(6). Originally dr (B)(6) did a biorsa (bone graft) with a threaded post baseplate. On xray there was a screw-like lucency around the central screw as if it had windshield-wipered its way loose. Patient came in with a dislocated adjustable reverse, with some obviously broken screws on xray, and radiolucency around the screw itself."